Event description:
It was reported by the customer's daughter that buttons on the customers insulin pump are not working and the insulin pump will not rewind. Customer's blood glucose level at the time 500mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to moisture damage keypad traces. No frozen screen noted. No moisture damage on electronics noted. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip.